Event description:
The dentist reported patient had a loose crown. An x-ray revealed the screw was broken and the dentist removed the broken screw.

Manufacturer narrative:
Upon visual inspection, it was found that the screw was fractured on the threaded portion approximately 2 mm from the end. The product's lot information and order number were not provided for review. A review of the product¿s complaint history did not provide any indication of a manufacturing deviation or potential systemic problem related to the reported event. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.